Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial lead exhibited noise oversensing and noise reversion episodes. No intervention was performed. The patient was stable.